Event description:
A report was received that the patient's stimulation was increasing muscle spasms that aggravate her severe scoliosis. The physician will explant the patients device although the physician does not believe the device is making her scoliosis worse.

Event description:
A report was received that the patient's stimulation was increasing muscle spasms that aggravate her severe scoliosis. The physician will explant the patients device although the physician does not believe the device is making her scoliosis worse.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial # (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-1110-02, serial # (B)(4) description: ipg kit (without pull-through tunneler).

Manufacturer narrative:
Additional information was received that the patient was reportedly doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.